Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt's iliac arteries were severely calcified. A conduit was required to be placed on one side which was the right side because it was severely calcified. It was reported that there was difficulty advancing the main device up on the right, but it was finally able to advance and deploy (see MFR # 2953200-2010-01103). Three additional stent grafts were implanted including a 14x24 talent limb which needed to be extended with an aneurx cuff for extra length. The physician noted that he felt a jolt as he was removing the delivery system of the last device which was the aneurx cuff that was used as a flare; however, this was not noted at the time of implant (see MFR #2953200-2010-01104). Apparently, the left iliac was torn 1.5 cm distal to the hypogastric artery, but because the pt was tall, the scope of vision did not show this section and the vital signs were fine. The pt was closed and 2 hours post implant, the pt started to crash. The pt was sent back to the operating room and access was gained. The iliac artery was found to have torn. Attempts were made to surgically repair the artery; however, the pt had lost a lot of blood and had multi organ failure and expired.

Manufacturer narrative:
(B) (4). Eval results and conclusions: death, arterial trauma/dissection/perforation. Severely calcified arteries. Stent graft planted in severely calcified arteries.